Event description:
A nurse reported a knife was received with the bevel on the wrong side. There was no pt involvement as this event was noted prior to the procedure.

Manufacturer narrative:
One opened sample was returned. Evaluation of the sample showed the following results: the sample was examined using (B)(4) magnification and found to beveled in the wrong direction. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to an incorrect bevel were found during the DHR review and the product was released according to manufacturer's acceptance criteria. Knives are first assembled in a straight form and then bent to the desired angle. The root cause for the incorrect bevel is that the straight blade / handle assembly was placed into the manual bending machine backwards and then assembled with the bevel facing in the wrong direction. When the knife was then angled, this caused the knife to be bent in the opposite direction since the bevel of the knife was facing in the wrong direction. There is a 100% inspection for proper bevel orientation during this operation and this was not detected by the operators. To prevent the recurrence of this failure on future production, this sample has been shown to the operator at this operation that worked order to make them aware of this nonconformance. (B)(4).